Manufacturer narrative:
Concomitant medical products: vgxp xp inlk pri tib tray 79mm cat: 195758 lot: 685000. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent arthrotomy, incision and drainage, resection scar, and revision of the tibial bearings to address an infection of their total knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: vanguard interlok tibial tray, catalog#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6) date of birth: patient was born in (B)(6). Medical product: vanguard xp tibial bearing, cat#: 195856 lot#: 139720, vanguard xp femoral, cat#: 195206 lot#: 087860, vanguard xp tibial tray, cat#: 195750 lot#: 685000. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 00018225034-2017-07644, 00018225034-2017-07645.

Event description:
It was reported that the patient was revised to address an infection. No additional patient consequences were reported.